Manufacturer narrative:
Customer technical support (cts) had customer check various systems. Problem was not resolved and service was called. A field service engineer (fse) reported that the instrument was giving cuvette water blank errors and multiple cuvettes were dirty. The fse performed a troubleshooting and found that one of the probes was not working. The fse replace the probe which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they received cuvette failing out of limit error on the unicel dxc 600 pro synchron clinical systems. No patient results were generated in this event. No injury was reported on this issue.